Event description:
It was reported that the patient's device sent a care alert to the clinic and it was subsequently found that the right ventricular lead impedance was greater than 2500 ohms. It was also reported that there was an apparent conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.